Event description:
It was reported to philips that the system's x-ray computer was unable to boot, which can prevent imaging. No harm was reported to philips. Philips has started an investigation of this complaint.